Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the reported malfunction. The stm observed atmospheric and shuttle out of calibration and batteries failed in the specified run time test. The stm calibrated the atmospheric and shuttle to specifications and replaced the batteries. The iabp passed all functional and safety tests per factory specifications, was returned to the customer, and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. There was no patient injury or adverse event reported.